Event description:
The surgeon reported that during his third care of the day, a system message displayed and the IV pole would only move in increments of one, instead of moving fluidly. The screen was grayed out. The third case was completed but delayed by 20 minutes. The system was rebooted as instructed by the company technical support specialist (tss). The system worked fine after that. However, the nurses were not confident in the systems' functionality and did not have a back up system. The remaining 3 cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. (B) (4). (B) (4). (B) (4).